Manufacturer narrative:
Information of the initial report was incorrect. Correct information was provided in this report.

Event description:
A pharmacy reported via phone call that a user was hospitalized due to an infusion set that was purchased from the pharmacy. Two sets from the same box were opened and both were observed to be curved or bent. The customer experienced a blood glucose of 28 mmol/l and ketones of 1.3 mmol/l. A high pressure test was performed on the user's pump. It was reported that the user's pump passed the high pressure test. User was advised by doctor in the hospital to replace the entire box of infusion sets. No alarms were observed on the pump. The product is not expected to be returned.

Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2017, (B)(6), pharmacy called in to report that patient got hospitalized because of the infusion set that was purchased from them. In the hospital, they tried opening 2 sets from the same box and both of it were curved/bent. They were adv by doc to replace the whole box.. Ship mmt-943 - (B)(6). Called (B)(6) today to get info on hospitalization========= hospital: (B)(6). Date: (B)(6) 2017 / 930am bg: 28 - ketones: 1.3 diagnosis: high bg - dka was he wearing the pump?: yes asked if they received insulin flow blocked on the pump during this high bg event as pump has safety feature that will let them know that he is not receiving the correct insulin. She said she's not receiving any of those message. Adv to call us back to go through hp test. Please assist in performing hp test due to absence of ins flow blocked. Patient is at school to perform the test. Assisted on hp test. - (B)(6).